Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 85% stenosed lesion was located in a moderately tortuous and severely calcified right coronary artery. The lesion was predilated with an apex 3.0x20mm balloon. A 3.50x24mm promus element drug eluting stent was advanced to the lesion, but could not cross despite repeated attempts. When the device was removed from the pt, stent damage was noted. The procedure was completed by implanting another 3.50x24mm promus element drug eluting stent and post-dilating with a 3.5x15mm quantum balloon. No pt injuries or complication occurred. Pt status is satisfactory. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).